Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported on 06/16/2010 that the pt had physical difficulties and was unable to charge her pulse generator and there was an inability to interrogate. The battery was overdischarged. The device was recharged. There were no pt symptoms. The following tests were run: x-ray, impedance measurement and reprogramming. The battery could not be recharged after multiple attempts. Repeated "jump start" attempts at recharging had been unsuccessful. The system was replaced on (B)(4) 2010. The outcome was: resolved without sequelae.